Event description:
International affiliate reports the leopard cage "suffered breaks identified the problem with key of the cage". Request has been made for additional information/clarification but no additional information has been provided. At this time, the event appears to have been an intra-operative issue resulting in a malfunction.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
Visual inspection of the returned leopard implant, 5 deg lordot [product code: 1864-48-009, lot no: anjb47] confirmed that the leopard cage fractured into three sections. A review of the device history record (DHR) for the returned leopard implant, 5 deg lordot [product code: 1864-48-009, lot no: anjb47] was conducted. No discrepancies were observed during the manufacturing process. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the leopard implant, 5 deg lordot was conducted. No systemic complaint trend was identified. The root cause of the leopard cage breakage cannot positively be determined. However, as noted in the accompanying instructions for use (IFU-0902-90-077 revision d), excessive torque, when applied to long-handle insertion tools, can cause splitting or fracture of the polymer/carbon-fiber implants. When a polymer/carbon-fiber implant is impacted or hammered into place, the broad surface of the insertion tool should be carefully seated fully against the implant. Impaction forces applied directly to a small surface of the implant could cause fracture of the implant. As there has been no issue identified in the manufacturing or release of the device and no complaint trend has been identified the file will be closes requiring no further action.